Manufacturer narrative:
Batch review performed on 04 january 2018. Lot 174736: (B)(4) items manufactured and released on 26 october 2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: reverse shoulder system humeral reverse hc liner ø39/+3mm, reference 04.01.0123 (k170452); lot 175049: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on december 20, 2018 shoulder revision occurred 9 months after primary reverse total shoulder arthroplasty due to recurrent dislocation. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
Revision surgery due to recurrent luxation of the liner from the glenosphere (4 times). The surgeon revised the glenosphere, liner and metaphysis 9 months after the primary surgery. Note: in the primary surgery a latissimus dorsi transfer was performed.